Event description:
The complainant reported while transporting a patient within the hospital, the stretcher allegedly lowered a few inches unexpectedly. As a precaution, another stretcher was utilized to complete the transport of the patient. No injuries were reported. The cot will be evaluated.